Manufacturer narrative:
A2 - date of birth - (B)(6) 1966 was provided by the initial reporter, but did not match the patient's stated age. The patients age was used to approximate the date of birth as (B)(6)1948 d4, g4: model number is not sold in the us but similar device is sold under model 011-c3300. This product was used for the product code and 501k. E1 - this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint involving a microclave connector with list number experienced breakage and separation. It was stated in the report, ¿the infusion joint was inserted into the patient on (B)(6). When the positive pressure joint was replaced with the PICC tube on the right side of the patient, the positive pressure joint disintegrated after opening, and a new positive pressure joint was replaced, which could be used normally.¿ the patient was a 76-year-old female, her birth date was (B)(6) 1966. The place of use was in the medical institution. The manufacturing date was 2024-02-01 and the expiring date was 2029-02-01. The local nmpa review result was pass, and the local nmpa name was (B)(6) adverse drug reaction monitoring center. Quantity affected is 1, and the product cannot be returned for evaluation. Sample picture was not provided. There was patient involvement, and no patient harm in the event.

Manufacturer narrative:
Investigation summary the complaint of separation on item 01c-c3300 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.